Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 450 mg/dl and 350 mg/dl. Customer was treated with manual injection. Customer received insulin flow blocked alarm then changed full set change due reservoir being low, and was kicked out of auto mode. The insulin pump will not be returned for analysis.